Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the customer experienced elevated blood glucose (bg) of 534 mg/dl; cause was unknown. However, the customer suspects switching out supplies could be attributing to the elevated bg. Elevated bg was addressed via a correction bolus administered by nurse at customers assisted living faciality and supply change by wife. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted. Reportedly, customers bg is now 376 mg/dl.